Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient came to clinic after receiving vibratory patient notification alert, high out-of-range hv lead impedance was observed. After that, impedance came back to normal range and was stable. Further lead testing was recommended. Physician decided not to take any action as impedance was stable and within normal range. Later, patient had heart transplant and system was explanted. No further information was available.